Manufacturer narrative:
Complaint conclusion: an outback elite 120cm re-entry chronic total occlusion (cto) catheter system tip broke while trying to cross over a steep aortic bifurcation. The device was removed successfully while remaining intact. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). There was severe calcification. There was severe vessel angulation. The device was being used to treat a chronic total occlusion (cto). The device was prepped per the instructions for use (IFU). The needle was fully retracted during prep. The guidewire did not become stuck. The device kinked or bent during use. The device would not cross the bifurcation. The outback device has a hard-plastic tip that connects to a softer catheter shaft. Under heavy pressure (usually when crossing a steep bifurcation) the juncture where the hard-plastic tip meets the softer catheter shaft creates a stress riser and can break. I have never seen these two pieces separate from each other, but the tip obviously loses its function at this point in which case the device must be removed and discarded. The device was not returned for analysis. A product history record (phr) review of lot 17828297 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip/distal tip fractured - in-patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification, severe angulation and a chronic total occlusion may have contributed to the reported event. According to the safety information in the instructions for use ¿always visualize tracking of the catheter tip over the aorto-iliac bifurcation. If strong resistance is felt during catheter manipulation/delivery, determine the cause of the resistance before proceeding further. Consider using a 3¿4 mm balloon at low atm (atmosphere) to dilate points of resistance, as needed, along delivery track. If the cause cannot be determined, withdraw the outback elite re-entry catheter. Excessive rotation, bending or kinking of the outback elite re-entry catheter may affect its performance. Withdraw the outback elite re entry catheter if it becomes excessively kinked. Excessive calcification at the site of re-entry may impair performance.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record (DHR) review of lot 17828297 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an outback elite 120cm re-entry chronic total occlusion (cto) catheter system tip broke while trying to cross over a steep aortic bifurcation, the device was removed successfully while remaining intact. There was no reported patient injury. The target lesion was the superficial femoral artery (sfa). There was severe calcification. There was severe vessel angulation. The device was being used to treat chronic total occlusion (cto). The device was prepped per the instructions for use (IFU). The needle was fully retracted during prep. The guidewire did not become stuck. The device kinked or bent during use. The device would not cross the bifurcation. The outback device has a hard-plastic tip that connects to a softer catheter shaft. Under heavy pressure (usually when crossing a steep bifurcation) the juncture where the hard-plastic tip meets the softer catheter shaft creates a stress riser and can break. I have never seen these two pieces separate from each other, but the tip obviously loses its function at this point in which case the device must be removed and discarded.